Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: test strip issue.

Event description:
Consumer reported complaint for "hi" blood glucose test results. The expected fasting blood glucose test result range is 300 to 350 mg/dl. The blood glucose testing is performed once daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 539 mg/dl and 517 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed: (B)(4). Adverse event not reported.